Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat an unspecified lesion, the radiopaque markers of the fox cross balloon were noted to be right next to each other, instead of on the ends of the balloon. This was noted when the balloon was inflated at the lesion. The balloon was inflated and deflated without issue and was retracted from the anatomy without issue. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and analysis performed. The proximal balloon marker was loose on the inner member. There were impressions of the proximal balloon marker on the inner member located at the proximal shoulder. Analysis confirmed the reported issue. A query of the complaint-handling database indicated that there have been no similar complaints from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found no product deficiency and no evidence that a larger product population has been impacted by this issue. This failure mode has a low occurrence rate. This type of reported complaint will continue to be monitored per local quality procedures.